Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the surgeon clamped the colon and tried to fire during a laparoscopic colectomy, the reload did not advance. The doctor released the device and then the status indicator was flashing blue. They stopped using the products and completed the procedure with new ones. There was no patient injury.